Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device â¿¿11 days; the patient remains ongoing on heartmate 3 left ventricular assist system. A direct correlation between heartmate3 left ventricular assist system and the reported event could not conclusively be established through this evaluation. The heartmate 3 left ventricular assist system instruction for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anti-coagulation, including recommended inr values, and the suggested anti-coagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
E patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016 the patient was kept over night for gastrointestinal bleeding with 1g hg drop. An upper scope was preformed and result were negative for acute bleeding. One unit of packed red blood cells was given. An upper endoscopy was performed, no acute bleeding sources was found. Another unit of prbc was given in response to this event. On (B)(6) 2017 the patient was given 2 units of packed red blood cells. On (B)(6) 2017, it was reported the patient had small melena and received one unit of packed red blood cells. On (B)(6) 2017 the patient received 2 units of packed red blood cells and their hemoglobin was reported to be 6. The account reported the patient had a melanous bowel movement earlier on (B)(6) 2017. On (B)(6) 2017 the patient had a melanous bowl movement in the morning. A colonoscopy and video capsule endoscopy were performed and no bleeding source identified. On (B)(6) 2017, no further intervention was needed and the patient was subsequently discharged. The clinician reported that the site of bleeding remain unknown. Anticoagulants at the time of event: aspirin, warfarin, heparin.